Manufacturer narrative:
Based on medical review of the reported incident, "buildup of fluid in the pericardial sac leading to cardiac tamponade is a previously unreported ae of rfa and is highly unlikely to be caused by the rfa procedure. It is much more likely that the pericardial fluid was present prior to initiation of the rfa procedure and was the result of the pt's underlying medical condition."

Event description:
A (B)(6) old male diagnosed with cholangiocarcinoma was undergoing rfa of a liver lesion in the superior aspect of the liver. Procedure planning and device placement were confirmed, and pt was treated to 7cm diameter ablation according to MFR protocol. Shortly after deployment to 7cm, pt experienced an episode of bradycardia and a decrease in blood pressure. Device was removed, pt was stabilized, and CT scan revealed pericardial fluid. As a precaution, the pt was transported to the local hospital for eval. The rfa treatment appeared to progress normally, and the device appeared fully intact and functionally upon removal. Device was saved for inspection. Upon arrival to the hospital, the pt was found to have pericardial fluid causing a tampenade (tamponade). Surgery was performed to create a pericardial window to relieve the fluid pressure. Pt was stable post-surgery.